Event description:
It was reported that the attachment was overheating during a routine equipment eval. Since this happened during testing, there was no pt involvement. No user injuries or adverse consequences were reported.

Manufacturer narrative:
The device was returned to the MFR and the quality investigation is still ongoing. A follow-up report will be submitted if the investigation results require.